Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  pain stim system was removed by an hcp because it caused pain. Patient can't remember when and where but she said maybe that was last year.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.